Event description:
A patient's physician reported that his generator had reached 25% after being at 100% a few months prior. Follow-up with the physician has been performed in an attempt to gather programming data, but no data has been received to date. A review of the manufacturing records for the generator was performed and showed that the generator had passed all quality inspections prior to release for distribution. No further relevant information has been received to date.

Event description:
Programming data was provided for review. The data was reviewed and confirmed that the generator voltage was at a value expecting to provide the 25% indicator on (B)(6) 2017. Approximately 25% of the battery capacity had been used when the 25% remaining indicator was observed. Additionally, a battery life estimation confirmed that the generator was not expected to show 25% battery remaining. No known surgical intervention has occurred to date.

Event description:
It was reported that this patient's generator was replaced, and the explanted generator was discarded after surgery.